Event description:
It was reported to philips that the device gave an alert indicating the host computer was unable to communicate with the generator, which prevented fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred, and it was completed after restarting the system several times. A philips remote service engineer (rse) examined the system remotely by connecting with the customer and confirmed that the fluoroscopy was not possible. The issue was resolved by restarting the system several times. The rse analysed the log file and found that the host pc was unable to communicate via can (controller area network) with velara generator. The philips field service engineer (fse) inspected the system onsite and replaced the cube (central unit + base extension) and the 24v power supply. The defective 24v power supply was returned for further analysis. The cause of the power supply failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the 24v power supply and the cube by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.